Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited dislodgement via fluoroscopy approximately one month following the implant. The ra lead showed a high threshold and the rv lead had poor sensing. It was also noted the rv lead was vertical and did not have a j-shape to the distal portion. The ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.